Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a blood collection holder. The customer reports needle separated from the safety tube holder while in the patients arm. The phlebotomist was able to remove the needle with their fingers.

Manufacturer narrative:
Submit date: 7/24/2008. An investigation is currently underway. Upon completion, the results will be forwarded.